Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device.

Event description:
On (B)(6) 2025 the user reported hypoglycemia with a blood glucose level of 34 mg/dl after initiating ozempic therapy and dietary changes. The user treated the low with two glucose tablets and reported feeling lightheaded. The ilet issued low glucose alerts, and the user did not require hospitalization or outside assistance. The user has scheduled additional training to adjust to changes in their therapy and lifestyle. No long-term health effects were reported.